Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was defective and was not implanted. It is unknown if there was any patient contact. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to dec 4, 2025. Section d6a: if implanted; give date: not applicable, as patient contact is unknown, however, there is no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as patient contact is unknown, however, there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.